Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported mechanical issue error via phone call. Customer blood glucose reading was unknown. Troubleshooting was performed. The insulin pump was not exposed to magnetic field. Insulin pump will not be returning for analysis.

Manufacturer narrative:
Device was received with critical pump error (open book image) and pump error 35 noted in device history due to a problem isolated to the electronics. The force sensor zero offset did measure within specific range.